Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery with multiple cartridges. Additionally, a cartridge alarm 06 occurred while the pump was within the allowable operating altitude range. The customer's blood glucose level was 230 mg/dl. Reportedly, customer contacted primary care provider for alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.